Manufacturer narrative:
Additional information: a photograph of the level 1 trauma fast flow disposable was received for investigation. The product in the photograph was visually examined. No abnormalities were found that would have affected the proper functionality of the product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the product.

Event description:
Information was received that device tested before surgery and found that the pipeline was blocked and unable to infuse.